Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, embedment of the filter in the ivc wall and filter thrombosis post implant. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and thrombosis within the filter do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, embedment of the filter in the ivc wall and filter thrombosis post implant. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, embedment of the filter in the ivc wall and filter thrombosis post implant. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that, the patient had a history of a non-functioning right kidney with staghorn calculus, pyelonephritis and possible xanthogranulomatous pyelonephritis and the patient was admitted for right nephrectomy. The patient had been admitted approximately 6 weeks prior to this admission for deep vein thrombosis (dvt) and pulmonary emboli (pe) and was placed on anticoagulation. The anticoagulation had to be discontinued to prior to the nephrectomy. The plan was to remove the filter within 21 days after placement but no filter retrieval has been attempted. There was no report of complications. According to the information received in the patient profile from (ppf), the patient had blood clots, clotting and/or occlusion of the ivc, the device is unable to be retrieved, the filter has been in place more than 90 days, too risky to attempt retrieval and future perforation and fracture are likely. The patient became aware of these events approximately eight years and seven months after implantation of the inferior vena cava filter. There are no documented attempts to remove the filter. The patient reports, shortness of breath, blood clots, severe constant pain requiring daily pain medications, and anxiety.

Manufacturer narrative:
Complaint conclusion: as reported the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of a non-functioning right kidney with staghorn calculus, pyelonephritis and possible xanthogranulomatous pyelonephritis and the patient was admitted for right nephrectomy. The patient had been admitted approximately 6 weeks prior to this admission for deep vein thrombosis (dvt) and pulmonary emboli (pe) and was placed on anticoagulation. The anticoagulation had to be discontinued to prior to the nephrectomy. The plan was to remove the filter within 21 days after placement, but no filter retrieval has been attempted. There was no report of complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, embedment of the filter in the ivc wall and filter thrombosis post implant. Per the patient profile from (ppf), the patient had blood clots, clotting and/or occlusion of the ivc, the device is unable to be retrieved. There are no documented attempts to remove the filter. The patient reports, shortness of breath, blood clots, severe constant pain requiring daily pain medications, and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Shortness of breath and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.